Event description:
It was reported to boston scientific corp that during a pelvic floor repair procedure in 2008 using a pinnacle pfr kit, the physician noticed clear liquid in the pt's vaginal incision. Urologist scoped the pt and found no problems. The urologist did not check the ureters, but he looked at the ureter openings and did not notice any issues. Three days post-procedure, the pt presented with urine in her vagina. A urologist placed a stent in her ureter in 2009 to address this issue, and the pt is doing fine. The physician plans to keep the stent in place for one month. The physician indicated that he injured the ureter during the dissection, and that this was not due to the device.

Manufacturer narrative:
The lot number of the device is unk; consequently, the MFR and expiration dates cannot be determined. The complainant indicated that the device remains implanted and will not be returned for eval; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.